Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16013. It was reported the pt leads had migrated. Reprogramming efforts initially were successful at providing the pt with effective stimulation coverage. F/u indicated the pt was referred to a neurosurgeon for a paddle lead placement.